Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with no delivery. The customer stated the meter was reading too high. Customer then changed out the reservoir and it seems to be working fine, but now is continued alarming no delivery. During prime fix the customer stated insulin did not exit and received a no delivery. The customers' blood glucose was unknown. The customer was advised to monitor pump and blood glucose.